Event description:
A report was received from the USA indicating that the device went into an inoperative condition. The information received stated the event did not occur during patient use. Though requested, no additional information has been received at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported event. The device exhibited code zb0052 (gui key stuck). The cse replaced the keyboard, which resolved the reported event. The ventilator passed extended self-testing (est). The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).